Manufacturer narrative:
Date of event is estimated.

Event description:
Manufacturer report number: 3006705815-2024-00292. It was reported the patient¿s system was unable to enter MRI mode due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.